Manufacturer narrative:
Joerns healthcare is sending copy of this report to the manufacturer of product is question.

Event description:
It was reported to manufacturer by (B)(6) per service operations, one of their customers; (B)(6) reported the following, bad weather in the area caused power issues. The mattress deflated and they got it working again. Worked fine the rest of the day [(B)(6) 2012, last night it deflated then inflated again pushing the resident out of bed. Injuries to patient were gash on forehead that needed stitches, and skin tears on resident's arm, leg, and toe. He was sent to hospital for medical exam and stitches to his forehead. Resident passed away in the hospital on (B)(6) 2012. Complaint # (B)(4) and ra# (B)(4) were issued to get mattress and control unit back for evaluation.